Manufacturer narrative:
According to the service order (B)(4) (dated 2019-08-30) the technician troubleshooted the device in question and could not find technical error. The technician made the decision to put the device back into operation after no technical problems or clinical explanations had occurred. According to the service protocol (dated 2019-08-20)the device passed all tests and have no safety or function defects detected. The technician could not reproduce the failure and replaced no parts. Thus the failure could not be confirmed. Thus a most probable root cause could not be determined. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The medical intensive care team has encountered a problem with the use of his cardiohelp. On three occasions (in the space of 18 hours), the cardiohelp displayed a flow rate of 0l/min with 5000 rpm, without any intervention being activated. Analyzing the logs, the cardiohelp has detected three times a backflow, that's why the flow would have gone to 0l / min. The medical staff had to use the emergency drive three times. Nevertheless, the reasons for these backflows detected by the device remain inexplicable. Especially since turning off and on again the device blood circulation resumed without any problem. No alarms have been triggered and according to tests conducted it is not a technical problem. The flow sensor is working properly. The only thing was to upgrade th software version to (B)(4). Complaint number: (B)(4).